Event description:
It was reported that the health care professional (hcp) requested the review of this pacemaker to confirm there was capture on the right atrial (ra) lead. Technical services (ts) reviewed and found although they could not confirm atrial capture, but there was no atrial activity that suggested loss of capture (loc). The deflections were smaller on the more recent patient initiated interrogation (pii). This pacemaker remains in service. No adverse patient effects were reported.